Manufacturer narrative:
Physio-control evaluated the removed modem cable and observed that it had an electrical short. This caused the device to power off when the modem cable was manipulated.

Manufacturer narrative:
The cause of the reported issue was that a shorted accessory cable (the modem cable) was connected to the device's system connector.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers had powered off automatically when it was used to monitor (non-invasive blood pressure measurement and spo2) a patient. The reported issue did not affect the patient's outcome (survived).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device would power off when the modem cable was manipulated. Physio then replaced the modem cable. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was due to a failure of the modem cable. (B)(4).

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers had powered off automatically when it was used to monitor (non-invasive blood pressure measurement and spo2) a patient. The reported issue did not affect the patient's outcome (survived).